Event description:
Account is having a problem with the pendant cable pulling away from the body of the pendant. Account alleged that bare metal wires were visible. Account stated that there were no injuries.

Manufacturer narrative:
A replacement pendant was sent to resolve this issue.